Event description:
It was reported that the sensor is not working properly. Customer stated that the readings are stating a low and he is not low. There is a difference between the sensor glucose and blood glucose readings. The blood glucose reading is 129 mg/dl. The sensor glucose reading is lower than the blood glucose reading. During the troubleshooting, explained to customer the reasons why a difference in the readings may occur. Customer is calibrating six to seven time a day. Advised to calibate three to four times a day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.